Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during auto-test, the unit displayed an error code message of (da) pcba adc (data acquisition/printed circuit board assembly/ analog digital converter) failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
H10: the unit was then tested and found to have met specifications.